Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Profession: unknown. Funeral home. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient has deceased. The cause of death was reported to be respiratory failure and end stage copd. There is no allegation from a health care professional that suggests that the death was device related.